Event description:
The customer reported a loose paddle connection. They sometimes need to jiggle the paddle connector on the defibrillator to allow the unit to charge. There was no report of patient involvement.